Event description:
On 07/07/1999 customer reported finding "two surgical pat x-ray in one package" during routine follow-up phone call on 08/12/1999 to obtain complaint sample customer provided clarification of the event and described finding 10 complete patties in pouch plus one add'l pattie that was missing x-ray marker and identifiying string. The add'l or 11th pattie was reported to have adhered to an adjacent pattie. No pt injury was reported.